Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 6 months post-implant of a 23 mm sapien 3 ultra valve inside a 21mm mitroflow valve (savr in 2009) in the aortic position, the 23 mm sapien 3 ultra valve required intervention due to significant leaking and the patient experiencing shortness of breath. A 20mm sapien 3 ultra resilia was implanted in a valve in valve in surgical.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the no product investigation. The following sections of this report has been updated: the event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the complaint for regurgitation ' unknown was unable to be confirmed due to unavailability of relevant imagery/medical records. As the serial number was not provided, a DHR and lot history review were unable to be performed. However, there was no indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.